Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, the operating room team interface went black 4 times. Each time, the hdmi cable was unplugged and plugged back into the port to resolve the issue. All other screens showed the endoscope view without an issue. The issues resulted in a 10 to 15 minute delay with the patient under anesthesia. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, the operating room team interface went black 4 times. Each time, the hdmi cable was unplugged and plugged back into the port to resolve the issue. All other screens showed the endoscope view without an issue. The issues resulted in a 10 to 15 minute delay with the patient under anesthesia. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10; additional information: h10 h3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field. Review of the field service notes indicated that the operating room team interface (orti) display of the tower went black. There was no loss of endoscopic imaging on any other display of the system. The issue was resolve by changing the orti and video cables. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the orti. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.